Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he started hearing very loud noises and experiencing dizziness with use of the device. He stops hearing when applying pressure over the implant site.CT scan and further testing is considered.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers_ experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported dizziness and hearing very loud noises with the device and discomfort. He has no hearing sensation when applying pressure over the implant site. There is no accident or trauma reported. Re-implantation is considered but no date has been made available.

Event description:
The user reported dizziness and hearing very loud noises with the device and discomfort. He has no hearing sensation when applying pressure over the implant site. There is no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.